Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that on the date of their implant they had suddenly started to have right foot drop. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who was still having trouble with their right foot being in a sort of "contracted contracture". Patient said their healthcare provider (hcp) told them they could mess with the ins settings. They added that they decrease the ins at night and only uses it when they need it, but the issue still continues. They also said they have pain and cramping in the tendon that goes down their right leg to their whole foot/big toe/arch of foot. They also said the pain had developed over time in the arch of their foot and the side of their foot from walking funny while the stimulator was on. The patient also said the only way to get rid of this issue is to turn the ins off, but they can't live without it. They also said the pain doesn't go away when the stimulator is off because their foot had been contracted for that amount of time. The patient told their managing hcp about the issue and was referred to a foot hcp because their toe is still dropping. They also said the foot hcp wants to do surgery where the patient gets a tendon transfer to put a tendon on top side of foot to pull the toe up. Patient also asked if there been other reports of this and if so what the resolution to these events were. As a result of what was reported, information about listed potential adverse events of therapy/listed events in clinical summary was reviewed with the patient. The call center also reviewed to follow up with the hcp regarding potential resolutions/cause of the issue. Office of medical affairs (oma) was given to the patient as well. No further patient complications have been reported as a result of this event.